Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Event description:
A peritoneal dialysis patient's nurse reported the patient was in the clinic training with the cycler. The patient completed the training treatment and disconnected. While removing the supplies fluid was found on the pump heads and the cassette. The cycler was replaced. During follow up the patient's nurse reported the patient did not have an adverse event associated with the leak and was not prescribed any antibiotics.

Manufacturer narrative:
Additional information: plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated treatment was performed and completed on the cycler with no issues noted. The cycler was turned on and confirmed the powering up verification protocol passed and functioned as intended. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.